Event description:
The merci retriever l6 was deployed in the m1 branch of the left mca. During the first attempt to retrieve the clot, the distal portion of the retriever fractured. The physician indicated that he did not torque the retriever, and the microcatheter 18l was placed just proximal to the proximal helix loop. He also indicated that he believed the retriever fractured just proximal to the proximal helix loop. The detached tip was located in the mca proximal m1. The physician successfully removed the retriever tip from the pt using a snare device. He then continued the stroke intervention by deploying additional merci retrievers. He was able to restore flow in the targeted vessels and the case was angiographically successful. No pt complications were reported. Since the device was not returned to concentric medical, a complete investigation could not be performed. The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture.